Event description:
The device was returned for evaluation, and the following was observed during pre-decontamination: the liner had a full circumferential delaminated with liner bunching. The c-marker is not present, and the distal tip was not split, the hdpe had stretching. There was also soft tip damage and hdpe stretching along the liner.

Manufacturer narrative:
Additional information added to b5 based on device evaluation.

Manufacturer narrative:
This supplemental report is being submitted due to engineering evaluation of the device. Correction to h6. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Engineering performed visual examination and the following was observed: slight curvature noted on sheath shaft. The liner was fully expanded. The distal tip opened as designed. The liner was fully circumferentially delaminated starting 4.5 inches from the distal strain relief extending to the remainder of the shaft. There was liner bunching approximately 7 inches from the distal strain relief. The c-marker band was not present. There was no distal tip split, just hdpe stretching confirmed proximal to the axial score line. There was soft tip damage, and hdpe stretching along distal end of sheath shaft. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The reported event for liner delamination and system components separate during use were confirmed based on the evaluation of the returned device/imagery. Available information suggests procedural factors (device manipulation) likely contributed to the event. The operator may apply high withdrawal forces to overcome any difficulty, which can delaminate the liner as the delivery system is pulled through the sheath. C-marker band separation can occur when device manipulation is applied to overcome withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a valve in valve tavr procedure with a 26mm sapien 3 ultra resilia valve in a pre-existing surgical valve, the valve went in successfully and without issue. However, during removal of the 26mm commander delivery system through the 14 fr esheath+, coaxial alignment of the delivery system was done, but the commander delivery system got stuck in the distal portion of the esheath+. A visual anomaly noted on flouro, but the team was unable to tell what it was. The team continued to pull, and the fcs instructed the team to stop pulling. At this point, the team viewed the issue on fluoroscopy, and noticed the radiopaque marker had become separated. The devices were then removed as a unit. Upon removal of the devices, the radiopaque marker came out along with the devices. The fcs left the table to prep another esheath+ for post dilation. The second esheath+ was inserted and post dilation was performed using a true balloon without issue. However, the true balloon had ruptured. The post dilation was successful, but the distorted balloon ripped the esheath+. There was no injury to the patient. Per report, the image of the introducer was taken after the introducer was inserted at the back table once it was out of the patient. This device had delamination of the liner and a distal tip split observed with the dislodgement of the radiopaque marker. The fcs does not know the team inserted the introducer into the esheath+ on the back table. The second esheath+ image shows the true balloon still inserted into the esheath+. The esheath+ has delamination of the esheath+ and a distal tip split.

Manufacturer narrative:
Investigation is still ongoing.